Event description:
It was reported that air was aspirated when a syringe was connected to the needle, and the doctor punctured the needle into the vessel and blood return was attempted. When another syringe was re-connected to the needle and blood return was attempted to be confirmed, air was aspirated again. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of air aspiration was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set with y-site. Light usage residues were observed throughout the sample and the safety mechanism was engaged. Attempts to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, during aspiration, air was aspirated into the syringe. By clamping around the y-site, the air aspiration was isolated to the y-site valve. Microscopic inspection of the valve revealed a small gap between the housing and the valve septum. Following valve disassembly, inspection of the valve revealed pitting in several regions. The valve failed to maintain integrity during aspiration of the infusion set and molding flaws in the septum appeared to be the cause of that failure. The device is a supplied component and the supplier has been notified of this event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that air was aspirated when a syringe was connected to the needle, and the doctor punctured the needle into the vessel and blood return was attempted. When another syringe was re-connected to the needle and blood return was attempted to be confirmed, air was aspirated again. There was no reported patient injury.